Event description:
It was reported that log files contained a few low power hazard alarms caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power events regarding the mobile power unit was confirmed via the provided log file. The log file contained data spanning approximately 30+ days of events ((B)(6) 2022 ¿(B)(6) 2022, per timestamp). While the mpu was in use, no external power alarms were observed on (B)(6) 2022, and (B)(6) 2022. The events were cleared when external power was restored. The pump support was not affected, and the backup battery supported the system during these events. The battery capacity (rsoc) indicators and operating voltages corresponded to a loss of mpu output or a loss of ac power to the mpu. No other notable events regarding the mpu were observed. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Multiple requests were made to obtain additional information (including the serial number of the mpu if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or the back of the unit, or if any environmental circumstances would have affected ac power at the time of the event); however, no response was given. The mobile power unit was not returned for analysis. As a result, the complaint file will be closed with no further action. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the and no external power alarm conditions, low voltage alarm conditions, replace controller alarms, backup battery fault alarms and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.